Event description:
It was reported that no red alarms were occurring. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer indicated that the spo2 desaturation sounds were long yellow instead of red including bed rea436 (B)(6)2021 between 10am and 11am). A philips field service engineer (fse) was dispatched for onsite service. The fse tested the system by triggering red desaturation alarms with different monitors under various conditions. The fse did not reproduce flashing yellow when the spo2 went under the desaturation limit. It flashed red each time the trigger went under the limit (following the desaturation delay). The system responded as expected per the configuration. The fse retrieved log files. A review of the log files determined that the files were missing for the affected date. Despite an additional request, the correct log information was not supplied and no further investigation could be performed. This is considered a product malfunction; the cause was not determined. Information was provided to the customer to resolve the issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that no red alarms were occurring. The device was in use on a patient. There was no report of patient or user harm.